Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to operate as intended throughout the evaluation. Per data log analysis, the date the problem occurred was not provided. Only the pump log was provided. Additionally, there was no indication of a problem.

Event description:
Additional information was received that the issue occurred during setup. There was no delay to the surgical procedure.

Manufacturer narrative:
Updated block: b5. ER the end user, the pump was being used in the sucker position with silastic quarter inch tubing.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the pump would periodically stop running and display a "pump failure" error message. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) observed the pump to operate normally with no failures. The srt conducted roller pump release testing. The device operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.